Event description:
Event was reported to caldera medical by an attorney. Legal complaint states the patient suffered mesh erosion, pain, bleeding, urinary problems, mesh extrusion, bowel problems and emotional problems. On (B)(6) 2011 mesh was removed due to erosion.